Event description:
Reporter alleged when going to a routine doctor appointment, the doctor meter read 138 mg/dl back to back with the customers meter result of lo when performed within seconds of each other. It was stated customer took normal insulin the day of alleged incident. No other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.